Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the tubing inside of the luer lock broke off from the cartridge. Reportedly, the luer lock did not separate from the cartridge. A new cartridge was loaded to address the event. Blood glucose was 109 mg/dl.